Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient¿s parent reported that the pediatric patient experienced sensor failure which occurred the day after the sensor had been inserted in the abdomen. The patient uses insulet omnipod5 in hybrid closed loop. On (B)(6) 2024, the sensor failed, the patient experienced vomiting while away from home. The continuous glucose monitoring (cgm) had failed, and the bg reading was 530 mg/dl. The last known cgm reading prior to failure was not discussed. The symptomatic hyperglycemia was treated with insulin and the patient was eventually taken to the emergency department (ed) by the parent. Here, the blood glucose reading was again 530 mg/dl. The patient was treated with insulin drip and the blood glucose (bg) was reading 100 mg/dl after patient was discharged 1 day later. At the time of the report, the patient was fine. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.